Event description:
It was reported that the screen of a novum iq syringe pump was flickering on startup and ghosting an image when on the home screen. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of the "screen was flickering on startup and ghosting an image when on home screen" was confirmed. During evaluation, when the device was powered on, the words on the screen were flickering and distorted. The lcd also faintly had the infusion screen visible. Further investigation found that the lcd tail flex was creased. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the creased lcd tail flex. The lcd required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.